Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wasn¿t given enough drug during his implant. He felt every cut during surgery. He ended up not having anything placed the day, although the anesthesiologist told him the lead wires were placed. The patient stated his surgeon didn¿t put the wires in the day. The healthcare provider (hcp) stated that they were unaware of this issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Additional information was received from the patient. It was reported that the patient wanted their device removed. Patient stated that when he had the device implanted the anesthesia screwed up so bad that the surgeon had to put a stop to the surgery even though the patient was cut open. Patient reported that the "patient" surgeon stated he got the leads in but not the neurostimulator (ins) and told the patient to come back. Patient reported his managing hcp told him that was no true and they did not get that far. Patient reported after the surgery, the incision hurt like a son of a gun. Patient could not move. Three weeks later they had the device in but not by that anesthesia. Patient stated, everything went smooth the second time.